Manufacturer narrative:
(B)(4). On (B)(4) 2013, follow up information was received related to the event. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by hazy drain coincident with therapy for continuous ambulatory peritoneal dialysis (capd). Action taken with therapy was not reported. The cause and treatment of the peritonitis was not reported. It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.